Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had blank screen. Customer stated that the contacts on the battery cap were not missing or damaged and battery compartment was neither damaged nor corroded. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the replace battery alert. Customer stated that the new battery did not resolve the issue. The insulin pump will not be returned for analysis.